Event description:
It was reported that low output current message was observed on the patient's device- not when the patient was initially interrogated, but after making changes to day/night mode settings and running diagnostics. No further relevant information has been received to date.